Event description:
It was reported that patient was asymptomatic. Based on a follow-up CT scan dr. (B)(6) felt that the 3rd implant was out too lateral and that it was too short to cross the si joint. The surgeon wanted the implant to cross the joint for better stability. Dr. (B)(6) decided to remove the 3rd implant and replace with a longer implant. Patient is reported to be doing well.

Manufacturer narrative:
The failure mode and effects analysis, the instructions for use and the surgeon training didactic were reviewed. Based upon the complaint information and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause is improper selection of size implant used.